Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Therefore, visual and function evaluation could not be performed. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the screw fractured and the fragments were removed. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter fax number: not provided. Device has not returned.

Event description:
It was reported that screw fracture at tooth location 14. Screw fragment was removed on (B)(6) 2021. No injury was reported.